Event description:
It was reported that a malfunction alarm occurred on pump. There was no reported adverse impact to customers blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.